Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple episodes of vt via merlin.net. Review of the episodes revealed atrial fibrillation with rapid ventricular response that fell in vt zone. Programming changes were recommended.